Event description:
A site reported they felt the output of their vaporizer was higher than expected. There was no report of pt involvement. Ge healthcare's investigation into the reported occurrence is still ongoing. Ge healthcare's investigation into the reported occurrence is still ongoing. A f/u report will be issued when the investigation has been completed.